Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of needle leakage was inconclusive due to poor sample condition. One 15 cm niagra slim-cath catheter, one 13 fr dilator and one guidewire were returned for investigation. No apparent evidence of use was observed on the sample. The introducer needle was not returned. The catheter was flushed through both lumens and was patent to infusion. No apparent issues were observed. Since the component that experienced the alleged issue was not returned, the complaint could not be confirmed. A lot history review (lhr) of recv0684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer needle leaked air. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer needle leaked air. No other information was provided.